Event description:
It was reported that during a stenting treatment procedure, a stent dislodged from the stent delivery system. Angiography revealed diffuse and calcified lesions located in left anterior descending (lad) artery, left circumflex (lcx) artery and the right coronary artery. The index procedure treated two lesions. The first lesion was a 2.5x18mm, 90% stenosed lesion located in the moderately calcified, mildly tortuous proximal to mid lad. Pre-dilation used two rotalink burrs (1.5mm, 1.75mm) and a non bsc 2.5x15mm balloon inflated twice to 14 atm's for 8 seconds reducing stenosis to 70%. A 2.5x24mm taxus liberte stent was successfully placed in the mid lad. Next the physician was going to implant a 2.75x32mm taxus liberte stent more proximally but it was difficult for the stent to cross the lesion and the stent came off the stent delivery system prior to deployment. The physician continued and successfully implanted two additional taxus liberte stents (2.75x32mm, 3.0x16mm) in the proximal to middle portion of the lad artery. The dislodged stent was located and successfully snared from the left iliac artery. The second lesion was a 90% stenosed bifurcated lesion located in the ostium of the left circumflex artery and obtuse marginal branch. Treatment used four inflations with a 2.5x15mm non bsc balloon to 16 atm's for 7 seconds to pre-dilate the lesion. The physician advanced a 2.5x20mm taxus liberte stent to cover the lesion, but the stent could not cross the lesion. A 2.5x18mm non bsc stent was used to complete the procedure. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 4 of 4. The technical service representative (tsr) assisted the hp to clear the error by cycling power 2 (two) times. The hp stated the supply bags were really empty. The tsr advised the hp to contact the registered nurse (rn) about the alarm. The tsr explained that the se 2240 indicates a large amount of air has entered setup. The hp confirmed to complete therapy using manual supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.